Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was observed with a left bundle branch block (lbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was decided to be performed using an unspecified, balloon. During pre-bav, the patient was developed with left bundle branch block (lbbb) and a wide qrs complex. During the procedure, the valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker to resolve the event. The patient had extended hospitalization. The patient was dicaharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.